Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The balance middleweight (bmw) universal ii guide wire was used with a non-abbott guide wire in a buddy wire technique and there was resistance with the anatomy during advancement. After stent implantation, the non-abbott guide wire was removed and while removing the bmw universal ii guide wire, it was noted that it was separated into two pieces. Both pieces remained in the guiding catheter and were removed when the guiding catheter and guide wire were removed together. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.